Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial system implant. During the right ventricular lead implant, non-capture and poor sensing were noted. The lead was repositioned a few times however the issue remained. The lead was removed and replaced. Non-capture and poor sensing were noted with the replacement lead as well. A patient condition was suspected. The patient's blood pressure dropped and epinephrine was administered. The lead was repositioned. Electrocardiogram revealed the presence of a pericardial effusion. Complete drainage could not be accomplished via a pericardiocentesis. A pericardial window was performed which resolved the effusion. The cause of the effusion was unknown. The patient was stable post procedure and was transferred to the cardiothoracic intensive care unit.